Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-ring was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison -(B)(4).

Event description:
From china aer database: issue summary: it was reported by the attending physician, during preuse checkout, they hear a sound of air leakage and the anesthesia unit could not be used normally. This leak was discovered prior to patient use.